Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488 st jude lead, implanted: (B)(6) 2003; 1581 st jude lead, implanted: (B)(6) 2003; 4193 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient complained of experiencing lightheadedness. In addition, a lead integrity alert (lia) had triggered , and multiple sics were observed with the rv lead. Review of the episodes revealed morphologies that were consistent with electromagnetic interference (emi). The clinician believed that the patient's symptoms were related to the inhibition of pacing. A procedure was planned for, however the rv lead and the device remain in use. No patient complications have been reported as a result of this event.